Event description:
The user facility reported that all the steps were performed without an issue until pulling back on the angio-seal device, when the green straw was not available to tamponade the hemostatic plug. The suture was cut, and manual compression was held. Then cut the device and found the green straw within it. Blood loss was less than 250cc. No patient injury or required medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury or medical intervention. Additional information 19 jun 2024: procedure for patient was pelvic vein embo. 5fr. The procedure sheath was used. There are no difficulties with arterial access, sheath, guidewire, or catheter insertion. A post-deployment angiogram was performed. The patient's condition was stable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The actual device has been returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not fully deploy the suture which caused the tamper tube to remain in the device. However, this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).